Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 531 mg/dl. Customer performed displacement test and occlusion test and both passed. Auto mode feature was active at the time of incident. The customer alleging that insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.